Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into a patient's right (od) eye in 2017. The patient has now developed iritis. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).